Manufacturer narrative:
(B)(4): the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a physician from (B)(6) of bacterial peritonitis and or aseptic peritonitis due to extraneal in a 57 year old male patient coincident with extraneal viaflex therapy. In 2008, the patient began treatment with extraneal viaflex, one bag per day intraperitoneally for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced cloudy effluent and no other symptoms. On that same day, the patient began treatment with vancomycin and ceftazidim (dose and frequency not reported). On (B)(6) 2010, the patient went to the pd unit where a peritoneal effluent leucocyte count revealed 500 cells/mm^3. The culture (taken after 24 hours of antibiotics) was negative. The patient was switched from automated peritoneal dialysis (apd using lot number 10f25g37) to continuous ambulatory peritoneal dialysis (capd using lot number 10c23g40) and continued antibiotic therapy at home. The patient had a daily peritoneal effluent leucocyte count with the results ranging from 500 cells/mm^3 to 6800 cells/mm^3. During this time, the patient experienced no other symptoms aside from the persisting cloudy effluent. On (B)(6) 2010, antibiotic therapy was switched to meropenem IV and vancomycin. On (B)(6) 2010, with the maximum leucocyte count of 6800 cells/mm^3, extraneal therapy was withdrawn. On (B)(6) 2010, the patient was admitted to the hospital. On that day, 24 hours after extraneal discontinuation, the effluent leucocyte count was 1190 cells/mm^3. Daily peritoneal effluent counts while hospitalized showed a progressive decrease as follows: 380 cells/mm^3, 255 cells/mm^3, 200 cells/mm^3 and 145 cells/mm^2 with 65% monocytes. On (B)(6) 2010, the patient was discharged from the hospital after completing antibiotic regimen. On (B)(6) 2010, the peritoneal effluent was clear for two days and the peritonitis was considered resolved on that day. The physician planned to reintroduce extraneal after two weeks. Medical history included end stage renal disease, hypertension, diabetes, and exit site infection due to candida. Concomitant medications were physioneal and nutrineal. The physician stated that the peritonitis was related to extraneal therapy.